Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event involved a plumset that after infusing chemo drug carboplatin (515mg/320ml) for about 20 minutes, leakage (about 0.5ml) was observed on the tpn set filter (infused 78ml, and 224ml left at the moment). The pump set was replaced. There was patient involvement and no adverse event was reported.

Manufacturer narrative:
No product samples or videos were returned for evaluation. An image was returned which appears to show fluid accumulating on the inlet filter vent. The lot history was reviewed and there were no nonconformities found which would have contributed to the reported complaint. The reported complaint can be confirmed, the probable cause of leakage cannot be determined without the return of the set for evaluation.